Event description:
It was reported that the healthcare professional (hcp) contacted technical services (ts) to review an episode related to the pacemaker. Upon review, ts observed under sensing with noisy signals. Additionally, the patient had under sensing of ventricular beats after delivering an atrial pace that occurred inappropriately due to atrial under sensing. This atrial pace caused the device to enter a blanking period, during which the ventricular activity was not detected, leading to an inappropriate ventricular pace. As well the patient experienced myopotential. Ts provided recommendations for reprogramming options. This device remains in service. No additional adverse patient effects were reported.